Manufacturer narrative:
G4: 510(k) - k172557. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: ivc occlusion/dvt, complex removal, pain, anxiety, depression, cardiovascular issues, crps in legs, edema, irregular blood flow, av fistula, metal stent implants, physical limitations. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported pain, anxiety, depression, cardiovascular issues, crps in legs, edema, irregular blood flow, av fistula, metal stent implants, physical limitations is directly related to the filter and unable to identify a corresponding failure mode at this point in time. (B)(4) devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant due to deep vein thrombosis (dvt), followed by a successful complex retrieval due to chronic occlusion with symptomatic venous claudication. Patient is alleging chronic occlusion and complicated removal. The patient further alleges "pain due to cardiovascular issues after the removal of ivc. Crps [complex regional pain syndrome] in legs as well as permanent edema due to irregular blood flow," as well as anxiety, depression, metal stent implants, arteriovenous (av) fistula, post-implant dvt, and physical limitations. Report from CT (computed tomography): "infrarenal ivc filter is redemonstrated, with stable positioning. The ivc upstream/inferior of the ivc filter remains excluded, with multiple enlarged collateral vessels redemonstrated." "No acute findings or significant change relative to the prior CT abdomen/pelvic exam dated (B)(6) 2017. Specifically, there is similar-appearing chronic occlusion of the ivc inferior/upstream of the ivc filter, with multiple enlarged collateral vessels." Retrieval report (successful): "we then began performing a combination of blunt dissection with electrocautery to expose the inferior vena cava. We were able to expose this fully and the iliac bifurcation up to the renal veins bilaterally. In this area we encountered several collaterals that were engorged due to chronic ivc occlusion. These were sequentially tied or clipped before dividing them. We identified the portion of the ivc that was chronically occluded which did have the ivc filter in place. Cephalad to this we did find a normal area of ivc that we felt would be good to sew to." "Of note the patient had experienced several episodes of hypotension at this point. We paused and packed the abdomen as we had noticed significant bruising particularly from the retroperitoneum near our dissection by the ivc." "We then placed atraumatic vascular clamps proximally and distally on the ivc to exclude the portion including the ivc filter. We then made a venotomy with an 11 blade and extended this with potts scissors. We remove the ivc filter intact." Report from CT: "venous findings: postsurgical changes of a lower caval resection with bilateral ileocaval bypass is redemonstrated. Bypass graft extends from the cava to the left external iliac vein in the pelvis and right femoral vein in the groin and remains widely patent. Native iliac veins remain diminutive/scarred. A prominent natural collateral venous drainage exists draining from a deep pelvic plane into superficial veins of the right rectus muscle sheath and anterior right abdominal wall. No evidence of dvt. Postsurgical changes in the region of the caval resection with removal of the ivc filter. Hypertrophied left gonadal vein which drains into the left renal vein."

Manufacturer narrative:
Occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) filter on (B)(6) 2016, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.